Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged pump shutdown issue could not be verified due to a different issue identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The pump was connected to a power source and was able to be turned on. The customer's blood glucose (bg) level was 480mg/dl and a correction bolus via the pump was delivered to address the bg level. Reportedly, the customer continued to use the pump for insulin therapy.